Manufacturer narrative:
The ge representative performed an on site investigation. The collimator was calibrated. The system was then found to be operating as intended.

Event description:
The customer reported inability to rotate image electronically on the screen. No report of patient injury.